Manufacturer narrative:
Integra has completed their internal investigation on 2015. The investigation included: (B)(6) methods: evaluation of actual device. Review of history records. Review of complaint history. Results: (087 device) sr# (B)(4) and (131 device) sr# (B)(4); the complaint not confirmed - no issues were observed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads; general maintenance and cleaning was required. This device was manufactured on september 30th, 2008 and a review of dhrs containing lot code 087 showed that this lot passed the required inspection points without mrrs or variances. There is no service history for this device. This device was manufactured on april 19th, 2013 and a review of the DHR containing lot code 134 and serial number (B)(4) showed that this device passed the required inspection points without mrrs, reworks or variances. There is no service history for this device. No manufacturing or design related trend has been identified. Conclusion: in summary two devices were sent in and inspected lot code 087 and 131) we were unable to confirm or duplicate the end users experience. The returned units passed all functional testing requirements, however general maintenance is required as these devices were manufactured in 2008 (087) and 2013 ((B)(4)) with no prior service history.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the device was not locking right at the swivel lock. They had a patient slip w/this device 3 weeks ago. Add'l info was requested an on aug. 6, 2015, the following was provided: they were getting the patient pinned to be positioned for a craniotomy. Before the case ever began & after the surgeon secured the mayfield, the patient's head slipped through the tongs a little, causing approximately a 1.0 to 1.25 cut on the head. Disposable pins were use. The mayfield unit was removed and replaced by another unit. No other clinical info was provided.